Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minimum fill notification was received. Reportedly, the cartridge had been filled with 300 units of insulin and the customer had not performed the air removal process when loading the cartridge. A new cartridge was successfully loaded resolving the issue. There was no reported adverse impact to the customer's blood glucose level.